Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection, customer did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.